Manufacturer narrative:
The subject product was returned for evaluation. Visual examination identified corrosion and charring of the internal components, which was due to fluid ingress into the motor housing. Saline passed beyond the lip seal of the motor mount, resulting in a short circuit. Cracks and excessive sealant were identified on the motor mount which appears have allowed fluid to pass into the housing. Based on the investigation and sample evaluation, the reported thermal event is confirmed and the root cause was assessed to be manufacturing related.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the hydro-surg plus laparoscopic irrigator with nezhat-dorsey smokevac was used. It was reported that when connected to the irrigation fluid, it reportedly was leaking irrigation fluid into the battery housing/pump assembly of the device. As reported, the device was hot and there was battery corrosion noted within the battery compartment. There was no reported patient injury.